Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient¿s therapy stopped working following a fall a couple of weeks prior to call. Therapy had not worked for a couple of months. The patient was in constant pain and was not feeling stimulation. The patient was not sure when they last charged their stimulator. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.